Event description:
It was reported by the aci clinical specialist that a male pt underwent a diagnostic catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery using a 6f sheath (model unk). The pt was anticoagulated peri-procedure with angiomax and heparin. Following the procedure, the physician, who was in training with the mynx device, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the balloon was tested outside of the pt's body, it appeared normal. The device was introduced into the sheath, up to the white mark, and the balloon was inflated. The device was brought up to the angle of the sheath and pulled back. The device inflation indicator appeared to go down, and the device was pulled out of the sheath. The sheath stayed in the pt and the deployer tried to re-inflate the balloon. The balloon inflated but a small pinhole leak in the balloon was noticed. A second device was prepped and deployed successfully. The pt was reported as hospitalized (not mynx related). No further info is available.

Manufacturer narrative:
Visual inspection at high magnification confirmed that the source of the leak was two pin holes in the balloon, approximately 6 mm from the balloon proximal tip. No other source of a leak was identified. Based on the info provided and the investigation performed, the root cause of the pin holes could not be determined. The review of the lhr (lot f1210902) indicated that the mynx lot met all established performance criteria prior to shipment.